Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that after replacing the power switch overlay, the indicators now do not turn on anymore outside of the sector despite the power switch having been changed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. After replacing the led strip, the lights still do not light up. It is recommended to replace the power management board. The rse provided quote to the customer for the pm board for replacement. Investigation ongoing.